Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons had to push more than once to respond. The customer¿s blood glucose level was unknown. Customer stated that insulin pump reject battery and random no delivery alarms. Customer stated motor in insulin pump sounds like straining. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to moisture damage on the electronic assembly. The motor also had a corroded motor home switch. No button error alarm noted. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to no button response. Unable to test for unexpected no delivery alarm, failed battery test alarm or drive or motor anomaly due to no button response. Device had cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.